Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 june 2024, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using a non-abbott delivery system. During procedure, prior to implant the physician noticed the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient and the device retrieved back. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. It was indicated that an unknown size delivery system was used. Please note that per the instructions for use, the recommended size delivery system for use with a 25 mm amplatzer cribriform occluder is an 8f. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.